Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical use and no evidence of blood were observed. The loading device and the cutter were returned. The tension seal assembly remained inside the loading device. The delivery device was not returned. Based on the condition of the received device, the reported failure "failure to deploy " is not confirmed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8mm did not deploy. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning. The surgeon, dr. (B)(6) is an experienced user. The loading device worked correctly for the first 2 steps, but when the green wings were released and the hs was removed, it caught inside of the loader and the heartstring did not come out with the delivery device.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8mm did not deploy. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning. The surgeon, dr. (B)(6) is an experienced user. The loading device worked correctly for the first 2 steps, but when the green wings were released and the hs was removed, it caught inside of the loader and the heartsring did not come out with the delivery device.